Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses developed bilateral baker grade iii capsular contracture post implantation. Additionally, the patient¿s left breast prosthesis rupture. The issues were diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2025, the mentor failure analysis lab received two devices for evaluation for this complaint. Both devices are from catalog #3544375. They are both mentor memorygel breast implant 375cc gel breast prostheses. One device is from lot #5856058 and the other device is from lot #5710907. It is currently unknown which of these belongs to patient¿s left breast and which belongs to patient¿s right breast. If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed on lot #5856058 and lot #5710907, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-apr-2025, mentor completed the investigation on the suspect medical device from lot #5710907. Device evaluation summary: according to the information received, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2025. Reason for device explant and/or reoperation: bilateral capsular contracture, left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-sep-2025, mentor received additional information about the event. The patient underwent bilateral removal with no replacements breast prostheses on (B)(6) 2025. On (B)(6) 2025, mentor became aware that the patient¿s removed breast prostheses were replaced on (B)(6) 2025 with mentor memorygel breast implant 300cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).